Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and device expulsion ("migration of essure device location of device: uterus") in a 32-year-old female patient who had essure (batch no. 12496680, 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's medical history included parity 4 ((B)(6) 2001, (B)(6) 2004, (B)(6) 2007, (B)(6) 2011) and postpartum state. Previously administered products included for an unreported indication: prozac. Concurrent conditions included anxiety, depression, obesity, migraine and ovarian cyst. Concomitant products included intrauterine contraceptive device (iud nos) from 2007 to 2011 and medroxyprogesterone acetate (depo provera) for birth control, eugynon (lo/ovral) for pelvic pain and as well as duloxetine hydrochloride (cymbalta), ferrous sulfate, lorazepam (ativan), naproxen (naprosyn) and venlafaxine hydrochloride (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection bladder"), urinary tract infection ("infection urinary/infection(urinary tract)") and vaginal infection ("infection (bladder/urinary tract/vaginal)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dysuria ("burning with urination") and back pain ("back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced menstrual disorder ("abnormal periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysuria, back pain and vaginal infection outcome was unknown. The reporter considered back pain, cystitis, device expulsion, dysuria, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Plaintiff fact sheet received. Event added from pfs- infection (bladder/urinary tract/vaginal). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure (batch no. 12496680, 880432) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and depression. Concomitant products included intrauterine contraceptive device (iud nos) from 2007 to 2011 for birth control as well as lorazepam (ativan). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection bladder"), urinary tract infection ("infection urinary") and menstrual disorder ("abnormal periods"). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, cystitis and urinary tract infection outcome was unknown. The reporter considered cystitis, device expulsion, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received- reporter information, patient details, other relevant history, product information, concomitant drugs were added and event severe physical injuries updated with events migration of essure device location of device: uterus, abnormal bleeding (vaginal), menorrhagia, infection bladder, infection urinary, abnormal periods. Case category was changed from invalid to valid. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and device expulsion ("migration of essure device location of device: uterus") in a 32-year-old female patient who had essure (batch no. 12496680, 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: prozac. Concurrent conditions included anxiety, depression, obesity, migraine and ovarian cyst. Concomitant products included intrauterine contraceptive device (iud nos) from 2007 to 2011 and medroxyprogesterone (depo provera) for birth control, eugynon (lo/ovral) for pelvic pain and as well as duloxetine hydrochloride (cymbalta), ferrous sulfate, lorazepam (ativan), naproxen (naprosyn) and venlafaxine (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection bladder") and urinary tract infection ("infection urinary/infection(urinary tract)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dysuria ("burning with urination") and back pain ("back pain"). On an unknown date, 4 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysuria and back pain outcome was unknown. The reporter considered back pain, cystitis, device expulsion, dysuria, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Most recent follow-up information incorporated above includes: on 5-jun-2018: plaintiff fact sheet and medical record received. Events added: burning with urination, back pain and did not underwent essure confirmation test. Concomitant drugs and concomitant conditions were added. On 7-jun-2018: processed with follow up number 2. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pelvic area pain") and device expulsion ("migration of essure device location of device: uterus") in a 32-year-old female patient who had essure (batch no. 12496680, 880432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not underwent essure confirmation test". The patient's previously administered products included for an unreported indication: prozac. Concurrent conditions included anxiety, depression, obesity, migraine and ovarian cyst. Concomitant products included intrauterine contraceptive device (iud nos) from 2007 to 2011 and medroxyprogesterone (depo provera) for birth control, eugynon (lo/ovral) for pelvic pain and as well as duloxetine hydrochloride (cymbalta), ferrous sulfate, lorazepam (ativan), naproxen (naprosyn) and venlafaxine (effexor). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced cystitis ("infection bladder") and urinary tract infection ("infection urinary/infection(urinary tract)"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dysuria ("burning with urination") and back pain ("back pain"). On an unknown date, 4 years 1 month after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("abnormal periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menstrual disorder had resolved and the device expulsion, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, dysuria and back pain outcome was unknown. The reporter considered back pain, cystitis, device expulsion, dysuria, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.